Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they received emergency medical assistance due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was at 84 mg/dl at the time of the call. The customer was given fruit jell to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The customer uses fingersticks to monitor their blood glucose but states it's not enough. Troubleshooting was not completed as the customer will call back at a more convenient time. Customer also expressed dissatisfaction with their inability to get a continuous glucose monitoring system. The insulin pump will not be returned for analysis.